Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of angina, ischemia and restenosis are known observed and potential patient effects as listed in the xience xpedtion sv everolimus eluting coronary stent system electronic instructions for use. Based on the reviewed information, no product deficiency was identified. The additional xience xpedition stents referenced are being filed under separate medwatch reports.

Event description:
It was reported that two xience xpedition stents were implanted in a 1st diagonal coronary artery and three xience xpedition stents in a right posterior descending coronary artery (pda). Approximately 7 weeks later, on (B)(6) 2014, the patient presented to the emergency room with dull pain across the rib cage after snow blowing (angina) which was reported as worsening coronary artery disease (cad). There was a positive ischemia test done. Reportedly, there was target lesion pda stent restenosis and another percutaneous coronary interventional (pci) procedure was done on 02/13/2014 as treatment. The event resolved on (B)(6) 2014 and the patient was discharged home on 02/14/2014. There was no additional information provided.